Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low, out-of-range pacing impedances in the right ventricular (rv) lead, measuring below 200 ohms. Technical services (ts) reviewed the event and noted noise oversensing in the electrocardiogram (egm). Ts provided temporary reprogramming recommendations but indicated that lead failure was suspected, suggesting that a revision may be required. No adverse patient effects were reported. This rv lead remains in service.